Event description:
Biopsy forceps failed while in use during a colonoscopy. The spring wire separated from the handle but remained connected by a straight wire which the spring surrounds. Patient was not harmed but harm could occur if forceps could not be closed properly on withdrawal. Reporter said the handle feels differently than it used to in that it feels lighter. Staff report they have had a total of three other events with this same type of device.====================== manufacturer response for biopsy foreceps, conmed precisor jumbo biopsy forcep (per site reporter).====================== no response as of this date.